Event description:
It was reported that a pt underwent a hysterectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. The broken needle was removed from the pt during the same procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.